Event description:
Pt reported development of "road rash" irritation to right thigh approx 24 hrs post-op. Symptoms included blisters and weepy appearance at site, approx 2 x 4". Treated by pt with neosporin. This was thought to be a skin irritation possibly caused by the dispersive electrode. The condition apparently worsened. Surgeon reports that the irritation was a full-thickness eschar approx 1 x 7 cm when he saw her in the office one week post-op. She was treated with silvadene at home. Day of surgery: procedure completed without incident. There was no evidence of injury or discomfort prior to discharge from facility.